Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found that the pulse generator was in backup vvi mode due to multiple flipped bits. After a software device download, normal function resumed.

Event description:
It was reported that the asymptomatic patient was brought into the clinic and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.